Manufacturer narrative:
(B)(4). The tubing separation occurred during infusion. The "swan lock" came off the tubing resulting in medication leaking onto the patients bed. Evaluation summary: the device was received for evaluation. A visual inspection identified that the tubing had separated from the luer and that the tubing was under inserted. The cause of the separation was the under-insertion during the assembly of the device. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution sets tubing at the patients end came apart. This was identified when the nurse inspected the set during set-up. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.